Event description:
A customer reported the swivel mechanism of their epiq cvx ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer was unable to visit the customer as they declined philips¿ service. No additional information is unavailable. No further incidents reported. If additional information becomes available, a supplemental record will be submitted.